Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were several stent struts at the distal end that were pulled proximally and were overlapping. The distal end of the stent was moved 7mm proximally. The bumper tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found inner/outer kink 4.5cm distal from port entry site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-jun-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the highly tortuous mid left anterior descending (lad) artery. After pre-dilatation, a 2.25x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and movement on balloon.